Event description:
As reported, during a xypho-pubic incision eventration, the patient was implanted with ventrio mesh on (B)(6) 2021. It was reported that on (B)(6) 2024, the patient underwent a repair of small bowel fistula that had been present for over a year. During laparotomy, it was discovered that the fistula was due to erosion of the small intestine on the mesh, which ultimately resulted in extensive resection of the small intestine, parietal sepsis and prolonged care, including a stay in post-operative ssr, and severe malnutrition. It was reported that the mesh was explanted during the surgery.

Manufacturer narrative:
As reported the patient developed a fistula due to erosion of the small intestine on the mesh which resulted in parietal sepsis, prolonged care, and mesh explant. Based on the information provided, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient's postoperative complications. Erosion and fistula are known inherent risks of hernia repair surgery and are labeled as possible complications in the instructions-for-use, supplied with the device. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.